Event description:
On october 15, 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure three and a half months earlier. According to the complainant, during the procedure, there appeared to be a balloon pressure malfunction with the prolieve system. Upon catheter removal, bleeding was observed. A second prolieve catheter was utilized and the physician successfully completed the procedure. The patient's bleeding stopped after the procedure without further intervention. No pt complications were reported as a result of this event. The patient's condition was reported as "stable".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been discarded and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.